Event description:
During application of three devices, the jaws would start to close, then eject clip unexpectedly which would result in trauma to the application site by the device functioning without a clip present. Reportedly small veins and vessels were damaged during this thyroidectomy procedure. Procedure type: thyroidectomy.